Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 2 of 2. Reference MFR report: 3008829311-2018-00063. It was reported the patient (australia) experienced ineffective stimulation. CT and x-ray images indicated lead migration. Surgical intervention was undertaken and the system was explanted. The patient also experienced discomfort at the implantable neurostimulator and lead site (reference MFR report: 3008829311-2018-00060, MFR report: 3008829311-2018-00061 and MFR report: 3008829311-2018-00062).